Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that there was no functioning of the fluoroscopy. After reviewing the log file fse confirmed that there is a malfunction in host pc. The fse replaced the hard disk drive and then reloaded the ghost, after replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined the device¿s host computer (pc) was not booting due to a failed hard disk drive (hdd). Philips has started an investigation of this complaint.